Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s intra-operative complication is unknown. A follow-up MDR will be submitted if additional information is received. Per the stapler instrument user manual, the following warning is noted: ¿warning: after firing, always inspect the staple line for hemostasis. Minor bleeding may be controlled by electrocautery or manual sutures.¿ isi has reviewed the site¿s system logs with a procedure date of 10/15/2019. The system logs show that a sureform stapler 60 instrument (part #480460-08, lot #t90190524-0319) fired five sureform stapler 60 reloads (1 green, 1 blue, and 3 white). All firings were completed per the logs. Based on the information provided at this time, this complaint is being reported due to the following: during a da vinci-assisted sleeve gastrectomy procedure, a staple line bleed was identified and as a result, the surgeon over-sewed the staple line. In addition, at the end of the procedure, the surgeon applied a hemostatic agent to the staple line. However, the root cause of the patient¿s intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, ¿heavy oozing¿ on a staple line was identified. The staple line involved the use of a sureform stapler 60 instrument and various sureform stapler 60 reloads. In order to control the bleeding, the surgeon over-sewed the staple line. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the surgical procedure which was not recorded on video. The surgeon used one sureform stapler 60 instrument during the case. According to the csr, the surgeon fired a green sureform stapler 60 reload and then a blue sureform stapler 60 reload with no clamping, firing, or unclamping issues. However, oozing of blood was found along the staple line in two locations where the blue stapler reload was fired. The staple line appeared intact and no malformed staples were identified. The surgeon then fired three white sureform stapler 60 reloads. The csr indicated that there were no clamping or unclamping issues with the white stapler reloads. However, the csr indicated that with two of the white stapler reloads, there was a brief pause during the firing sequence. Per the csr, all three white stapler reloads fired successfully. Oozing of blood was observed along the staple lines where the blue and white stapler reloads were fired. As a result of the bleeding, the surgeon over-sewed the staple lines. At the end of the procedure, the surgeon also applied fibrinogen, a hemostatic agent, to the staple lines. The surgical procedure was completed robotically. No post-operative complications have been reported.